Manufacturer narrative:
The hrc service technician found that the lift was lowering even though the emergency stop button was pressed. Upon inspection wall charger adapter's led light is not lit up. According to the periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician reconnected the wall charger cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the lift was lowering even though the emergency stop button was pressed. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).